Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the device was shut down for a year and that it was not functioning very well and that was the reason it was turned off. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they were getting a feeling of something that felt like electricity and made them nervous as the feeling was not pleasant and so they shut off the device .they also reported that it was not helping in preventing the problem it was put for. No further complications were noted or anticipated.